Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 6277587. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, label information missing (expiration date) was captured and addressed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing: there were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that expiration is missing on the labels with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: I see that the newer packages of syringes have an expiration date on it. I have a few boxes that look older that do not have an expiration date on them.